Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after deploying the clip, the device was difficult to remove. In accordance with instructions for use a dilator was inserted into the access ports to facilitate device removal. Hemostasis was achieved with the clip. No adverse pt effects were reported. No add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.